Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Initial surgery was performed on (B)(6) 2020 and revision surgery has not been performed to date. The construct spanned from c5-c6 and the fracture occurred at c5. No complications during the initial surgery was reported. Screw holes were prepared using a drill, screws were inserted using a screwdriver. Surgery was not performed at a difficult angle. Patient performed moderate exercise after the initial surgery and did not fall. Patient did not fuse. Patient's bone quality was reported to be good. The pyrenees surgical technique and device IFU were reviewed: "postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. Loads produced by load bearing and activity levels will impact the longevity of the implant". Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: excess patient activity level, non fusion due to patient's bone quality and inadequate construct compression during initial surgery.

Event description:
It was reported via xray, post-operatively, that a pyrenees constrained self tapping screw broke. Revision surgery has not been scheduled or performed at this time.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported via xray, post-operatively, that a pyrenees constrained self tapping screw broke. Revision surgery has not been scheduled or performed at this time.